Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, and self test. Pump failed the prime/seating test with early seating. P-cap locks properly into the reservoir compartment. No pump errors noted during testing. Successfully downloaded history files and traces using thus. Pump error 43 alarm was found in the history files on (B)(6) 2023 from 02:10:00.000 to 09:19:27.000. Pump error 40 alarm was not found in the history files or trace. Pump error 38 was found in the history files on (B)(6) 2023 04:52:32.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and harness assembly vibrato. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, label damage, corroded home switch. Pump errors 43 and 38 were confirmed in the history files due to moisture damage to the motor. Pump error 40 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.

Event description:
Missed description: rewind was not completed.

Event description:
Information received by medtronic indicated that the customer received pump error 40 (motor safety circuit failed test) and pump error 43 (failed test). An error in the motor was detected by reading an unexpected value from the hall sensor. Troubleshooting was performed, the alarm was cleared successfully, and the rewind was completed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. Insulin pumps will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.